Manufacturer narrative:
The local area field representative was contacted for additional information. The implanting physician was unaware of any complications from the procedure. Records indicate this device remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had been hospitalized due to internal bleeding in the chest area. No additional adverse patient effects were reported.